Event description:
Juvederm ultra was accidentally injected into a blood vessel in my face, on the side of my nose. It healed with minimal effects in the area. I am a healthy person but have since had unexplained symptoms including skin rashes, hair loss, and mouth sores. I never had any of these problems before this happened. I do believe they could be related to this injection.